Event description:
Customer received extremely high implausible tsh results for one pt sample. Sample type is serum. The tsh result prior to the pt receiving dialysis was greater than 100 mu per ml. The same sample was repeated with dilution giving 384 mu/ml and was reported with a note "implausible result". On (B) (6) 2009, a second sample was obtained from the pt after dialysis which gave a tsh result of greater than 100 mu per ml. On (B) (6) 2009, two different samples were obtained from the pt before dialysis with both samples giving tsh results of greater than 100 mu per ml. No info was provided if pt was adversely affected. If additional info is received, appropriate notification will be provided.